Event description:
It was reported the device was used during an unknown procedure. It was reported by the affiliate that the clips were malformed (gapped). There was no pt consequence.

Manufacturer narrative:
The product analysis team has completed its investigation of the device which was returned to co with product inquiry #973441. Visual inspections & results: clip in jaw, no; damaged jaws, yes; damaged cutter, n/a; damaged feed bar, no; damaged floor, no; damaged handle shrouds, no; damaged other, no; damaged tip shrouds, no; damaged trigger, no; damaged tube, no and damaged weld seams, no. Functional tests & results: antibackup functional, yes; firing: feed conform, yes; firing: form conform, no; jaws: hold clip, yes; jaws: inside width at tips, .222 and lockout functional, yes. Analysis conclusion: based upon the inquiry info received and the visual functional results, it was concluded that the jaws had become damaged and would not form the clips properly. No conclusion could be reached as to how the damage to the jaws occurred. If the jaws are closed over a hard object, the jaws can become damaged and will not form the clips properly. Each instruemnt is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.